Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on x-ray. Patient was continued to be monitored. Subsequently, the lead was explanted and replaced successfully during generator change-out. Patient's condition was stable.